Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was attempted as a his bundle placement, and dislodged while the delivery catheter was being slit. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.